Event description:
The customer reported an instrument error message 3579 (internal low concentration waste tank is full) that reoccurs often on the architect c8000 processing module. The customer reactivated the pump; however, after some time passes the same instrument error reoccurs. On 10apr2025, information was received from the customer stating during the work activity on the instrument of cleaning the discharge pipe of the peristaltic pump, the customer accidentally encountered the biological liquid with the skin and mucous membranes consisting of the face and eyes. The only ppe (personal protective equipment) the customer was wearing at the time were gloves. The customer was treated with prophylaxis medication within 24 hours and had blood drawn for hiv, hbsag, and hcv testing. There was no further impact to patient management or user safety reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
While troubleshooting error code 3579 (internal low concentration waste tank full) on architect (B)(6), the customer was cleaning the tubing connected to the high concentration waste pump. During this process, fluid from the tubing splashed onto the customer¿s face and eyes. At the time of the incident, the customer was not wearing protective eyewear. The waste tubing involved¿tbg, hc noz-hc pmp (rohs), part number 7-93330-02¿was identified as the likely source of the splash. No additional service or complaint issues related to error code 3579 or similar splash events were reported around the time this complaint was initiated. A review of complaint and trending data for the architect c8000 processing module did not reveal any similar incidents. Additionally, no increase in complaint activity was found for the waste tubing (part number 7-93330-02). A review of manufacturing records showed no nonconformances or deviations associated with either the tubing or the architect (B)(6). Labeling was also reviewed and found to adequately address the issue. The investigation concluded that the adverse event was due to use error, as the customer was not wearing appropriate personal protective equipment (ppe), specifically protective eyewear, while cleaning the waste tubing. Based on the findings, both the architect c8000 processing module (serial (B)(6) ) and the waste tubing are performing as intended. No systemic issues or product deficiencies were identified. Upon review, d10 - concomitant product was updated to tbg, hc noz-hc pmp (rohs), 7-93330-02, unknown.

Event description:
The customer reported an instrument error message 3579 (internal low concentration waste tank is full) that reoccurs often on the architect c8000 processing module. The customer reactivated the pump, however after some time passes the same instrument error reoccurs. On 10apr2025, information was received from the customer stating during the work activity on the instrument of cleaning the discharge pipe of the peristaltic pump, the customer accidentally encountered the biological liquid with the skin and mucous membranes consisting of the face and eyes. The only ppe (personal protective equipment) the customer was wearing at the time were gloves. The customer was treated with prophylaxis medication within 24 hours and had blood drawn for hiv, hbsag, and hcv testing. There was no further impact to patient management or user safety reported.